Manufacturer narrative:
Follow-up submitted with investigation results which determined the fowler would not lay flat due to a damaged fowler weldment and there was no power to the bed due the power cord not being securely plugged in.

Event description:
It was reported via repair work order that the fowler was bent and there was no power to the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler would not lay flat due to a damaged fowler weldment and there was no power to the bed due the power cord not being securely plugged in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.